Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during the ablation, ventricular pacing was noted to be slightly elevated. The device was interrogated, and it was noted to be in backup vvi. The device image was save, and after vt ablation, a firmware download was performed successfully. High voltage charging history was saved before the download and was written to the device after the download. Reprogramming was advised.